Event description:
It was reported that the stent had mfg in the middle after 6-month implantation in a tortuous vessel of the sub-clavian vein. The incident was found after x-rays had been taken of the pt for a dialysis declot graft procedure. No surgical intervention is scheduled. The product was being used against label indications.